Event description:
A st. Jude elite proclaim internal pulse generator was implanted. After placement, the patient, who has fibromyalgia, continued to have low back pain. The patient returned to the clinic for post-operative follow up a few weeks later. After significant interrogation, it was determined that the system was malfunctioning (st. Jude company representative was present). Days after the follow up visit, the system was replaced in the bni-or. The company representative took the explanted system for evaluation.